Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference celsite (B)(4) cleared under #510 k130576. Batch history review: we have checked the manufacturing file of batch (B)(4) of celsite access ports which complies with our specifications and does not present any discrepancy. No other incident has been declared to us on this batch of 93 access ports released in january 2017. Investigation results: we have received 3 photos of the explanted access port. These pictures allow us to see: that the catheter rupture happened at about 10 cm form the access port. That the catheter seems to be slightly flattened, ovalized at the level of the rupture. This proves that it was pinched or sutured at this level. X-ray pictures examination: the x-ray picture taken after the implantation shows that the catheter was placed via right jugular vein. The catheter enters in the vein at the level of t2. The x-ray picture taken on (B)(6) 2018 shows the catheter ruptured at the level of its entry in the jugular vein, where the angle was observed in the first x-ray picture. Conclusion: the elements in possession show that the catheter rupture, after 6 months of implantation, is not due to a manufacturing defect but due to the fact that the catheter was angled, kinked or sutured at the entrance of the jugular vein. This type of conditions can lead to a premature rupture. The IFU specifies "to ensure that the system works correctly, there should be no kinking of the catheter." As it is a rare incident. No corrective action is envisaged.

Event description:
"On (B)(6) 2018 the patient was implanted celsite for infusion of chemotherapy. The length of catheter implanted was about 11cm. The distal tip positioned at the conjunction of superior vena cava and right atrium. Combination use of other medical device was not mentioned. The infusion therapy was once a month and totally administered 7 times. The last infusion was on (B)(6) 2018. On (B)(6) 2018, patient was scheduled to remove celsite. It was found that the catheter was broken. Part of the catheter remained in patient's right atrium. Interventional surgery was performed to capture and remove the broken catheter in right atrium."